Event description:
On (B) (6) 2010, patient's husband reported, the patient's blood glucose has been running high and seems to be better with her backup infusion device. Husband stated, her elevated blood glucose has ranged from 400 mg/dl to 'hi'. Husband reported, patient's normal blood glucose range is unk and she generally treats her symptoms by taking an injection which does help to alleviate the elevated blood glucose "for awhile". Husband stated, the patient does not always allow her insulin to return to room temperature. Advised to allow insulin to return to room temperature to reduce the risk of air bubbles. Husband reported, the patient noticed an issue with the appearance of the insulin in one of her cartridges. He stated, she did use one of those cartridges over the past month. Advised to always be aware of the insulin's appearance. Advised to never use insulin that is not clear. Husband stated, they returned the remaining insulin to the pharmacy. Husband reported, there have been a few times when the insulin has leaked back into the cartridge compartment. He stated, the cartridge compartment smells like insulin. Husband does not recall if the amount was large or small. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.